Event description:
It was reported that the patient had an infusion site reaction. Cellulitis started february 4th with moderate erythema. No medical or surgical intervention was reported.

Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).